Event description:
Caller reported that pt woke up on in 2006 vomiting. Her blood glucose level was at 27 mmol/l. The pt was taken by ambulance to the hosp and admitted with ketoacidosis. The pt was treated with saline and injection therapy. The caller stated that she was unaware if the pump caused the pt's high blood glucose level.